Event description:
During the checks performed after the device implantation, the programmer screen was blocked during threshold tests.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. The reported event could neither be analysed (no evidence found in expertise files), not reproduced. (B)(4). Log files analysis showed no evidence of programmer freezing. All sessions are short ones, including normal actions. The only anomaly is the interruption of traces without end of sessions. Nevertheless, it is consistent with orchestra's restart traced in the manager's log. They result from customer action who reportedly unplugged and plugged back the programmer's power supply several times. The reported event could also not be reproduced. Therefore, no final conclusion could be drawn. The most probable hypothesis is that a communication problem during aida background reading might have been considered as a freezing issue. As a matter of fact, no error message is displayed in this context.